Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hammertoe procedure, the surgeon drilled and prepped the bone per the surgical technique. Upon insertion of the retrofusion screw, ar-4157-20, the surgeon met resistance. He backed out the screw and re-drilled to try again. Again, as he was attempting to engage the screw, he met resistance and was having difficulty getting the screw to advance. He again attempted to back the screw out but this time, the screw snapped where the threads meet the shaft of the screw. The surgeon used a synthes screw removal kit to core around the screw making a dorsal cut in the bone in order to remove it. All fragments were removed from the patient and discarded. The surgeon used a k-wire for fixation to complete the case with no adverse effect to the patient. Patient is a female, (B)(6).